Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin did not exit the tubing during the fill tubing step. Reportedly, customer used apidra insulin and tandem's technical support educated customer on cartridge/insulin labeling. Customer's blood glucose was 450 mg/dl. The infusion set was changed to address the event and insulin delivery was resumed.